Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39286-65,serial# (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative (rep) regarding the patient. It was reported that the patient had a sudden loss of therapy following a motor vehicle accident. Impedances were checked, which showed 12 of 16 electrodes were over 10 ,000 ohms. The rep ran another impedance check during pre-op and connected directly to the lead intra-op, to determine if the lead or extensions were the issue. The patient¿s lead and implantable neurostimulator (ins) were explanted and replaced on (B)(6) 2017. The lead was returned for analysis. The issue was resolved at the time of the report. No further complications were anticipated or reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome and spinal pain. It was reported that the patient was in a car wreck and the leads show high impedances which is interrupting the patient's therapy. The patient tried different programs, but the stimulation therapy was just okay and not great for the patient. The issue was not resolved. No further complications were reported or anticipated.